Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 5. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The tsr further assisted the hp to cycle power to clear the alarm. The tsr advised the hp to inform her nurse of the alarm. The hp confirmed to complete therapy with manual exchanges. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated she likely was doing something wrong with the set up. The hp confirmed she was doing well with therapy and has had no further issues with set up or alarms. The hp stated her supplies have been fine; lot information was not available. No adverse event resulted from this event. An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. The lot number was unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).